Manufacturer narrative:
On evaluation of the returned device, it was noted that the distal tip of the needle was broken off and not returned. The sheath of the device was cut and a second break was observed at 35mm from the distal end of the handle with the sheath extender positioned at reference mark 5. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-19 device of lot# c1183885 did not reveal any discrepancies that could have contributed to this complaint issue. From information provided: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Endoscope ultrasound was performed to the patient using an echo-19 aspiration needle. The needle broke inside the sheath and the other part of the needle was protruding outside the sheath. A second echo-19 needle was used successfully.